Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that after a factory reset and re-pairing, the ilet paired successfully with the ilet mobile app and displayed data, though the user experienced hyperglycemia with a blood glucose of 353 mg/dl following breakfast. Symptoms included hyperglycemia. Outcomes included no hospitalization, no alerts or alarms reported, and completion of troubleshooting and education. Investigation included remote troubleshooting to forget the prior bluetooth pairing and to pair the device through the app. Investigation of this case revealed no device malfunction identified, with cause of the hyperglycemia unclear and device functionality confirmed through successful pairing and data visibility. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.